Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 were returned and analyzed. The bin files showed multiple injections and showed temperature issues unrelated to the reported issue. The visual inspection of the sheath showed the shaft was kinked/twisted 2.4865 inches from the tip. Also, the sheath failed to deflect due to pull wire detachment from the ring. In conclusion, the sheath, 4fc12 failed the return product inspection due to the shaft kink/twist near the tip and pull wire detachment from the ring. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure while the sheath was being positioned into the right inferior pulmonary vein (ripv) the physician felt the steering mechanism of the sheath break; the sheath could not be positioned appropriately. The sheath was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event. The sheath was returned to the manufacturer, analyzed, and tested out of specification.